Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported pcu8015 (sn (B)(4)) experienced error code 162.8010. There was no patient involvement.

Event description:
It was reported pcu8015 (B)(6) experienced error code 162.8010. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 162.8010. Technical support: 1. Flash poc software 2. Replace logic board 3. Return to factory. Recommended re-flash poc software. A review of the device history record for (B)(6) was performed from date of manufacture 02/05/2014 to present date 01/18/2021 and confirmed that this device was previously returned for servicing. Also, there was a production failure q6200180917 for system error code 133.6090, which does not correlate to the customer reported issue. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: (B)(6) reported error 162.8010 on pcu8015. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.